Event description:
Related manufacturer reference number: 2017865-2024-69910. It was reported that after the catheter was put into tether mode, the catheter was difficult to manipulate and fluoroscopy the tethers were detached from the device and were misaligned. It was noted the device had prematurely separated from the delivery catheter. The leadless pacemaker was successfully implanted. There were no patient consequences.

Manufacturer narrative:
The reported events of premature release and separation problem were confirmed. As received, a complete catheter was returned with the tether control knob in aligned position. Final analysis found the tether control knob was in aligned position, but the tether bullets were misaligned. It was further found one of the tether wires slipped inside the release tether screw as received. The cause of the reported events was isolated to the released tether wire being slipped from the tether screw.